Event description:
It was reported that alarm 01 had occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller successfully loaded a new cartridge and resumed insulin, as instructed by technical support.